Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of "192 mg/dl" with a lifescan meter and "139 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. The control solution was opened less than three months ago. The test strips failed twice using the control solution. Customer care agent (cca) sent the patient replacement meter and products.